Manufacturer narrative:
H6 ime e2402: lab abnormal for wbc, free air, critical condition medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced mental pain, pain, abdominal pain, lab abnormal for wbc, acute kidney failure, distended transverse colon, free air, bowel perforation, sepsis, septic shock, hernia recurrence, fecal peritonitis, adhesions, critical condition, necrosis, unincorporated mesh, infection, open wound, inflammatory response, discomfort, disability, mental anguish, mesh failure, scarring, suffering, loss of enjoyment of life. Post-operative patient treatment included medical treatment, CT scan, laparotomy, revision surgery, lysis of adhesions, resuscitation, ICU, abdominal washout, drain placement, use of catheter, g-tube, medication, ileostomy, intubation, IV antibiotics, use of ventilator, hospitalization, mesh revision, debridement of necrotic tissue, wound vac, partial removal of mesh.